Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use 3 tubes under filled with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 3ea tube have underfill issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use 3 tubes under filled with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 3ea tube have underfill issue.